Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing step, no insulin was observed exiting the tubing after 30 units of insulin had been used to fill the tubing. The customer reported a blood glucose (bg) level of 216 (mg/dl). It was indicated that the infusion site would be changed to address bg levels. Reportedly, the customer smelled insulin; however, the luer lock appeared to be secure. During troubleshooting with tandem technical support, the customer was guided through the fill tubing process and was able to observe insulin exit the tubing. The customer completed the load process and resumed insulin.